Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that complete system replacement after patient reported device stopped working and interrogation showed impedance at all four electrodes, over 4,000 on all four electrodes. In operating room, doctor detached and reattached lead to battery with no resolution. The cause was unknown. Patient reported no falls or physical trauma to the area and or imaging showed accurate lead placement but still impedance.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2qphe; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Product ID: 978b128; lot#: va2qphe; implanted: (B)(6) 2023; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4). H3: analysis of the ins (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing; however the setscrew was backed out too far. Analysis of the lead (lot va2qphe) revealed that the 0 and 1 conductor(s) was/were broken in the body of the lead at or near the tin es. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.